Event description:
The device was returned to the manufacturing facility for evaluation. The 1st three distal stent segments were positioned over the inner shaft marker and tip due to the stretching of the 6th and 7th segments. A number of struts on the 11th distal segment were raised.

Manufacturer narrative:
Results: stent damage, failure to deliver the stent. Totally occluded lesion with severe calcification and excessive tortuosity. Conclusions: totally occluded lesion with severe calcification and excessive tortuosity. (B)(4).

Event description:
The physician intended to implant a 2.25 x 30 mm endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal cx. The target lesion exhibited 100% stenosis, severe calcification and excessive tortuosity. The target lesion was pre-dilated. During the attempted endeavor resolute rx delivery, the stent struts were observed to be damaged. The device was removed and another stent was used to treat the target lesion. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).